Event description:
Vague report of a pump that came down from the ward reported as "failure." Biomed found a 533:320:717:0000 failure code in the event history. The failure code will result in an audible and visual alarm and stop all channels in use. No pt compromise or injury reported.